Manufacturer narrative:
The emt was reported to have been placed on light duty for his injury and will be going to the doctor. The user facility reported that this event can be attributed to use error.

Event description:
It was alleged that the emt was unloading the cot by himself and did not know how to properly unload the cot from the ambulance in manual mode. The emt allegedly sustained a back injury as a result of this event.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the emt was unloading the cot by himself and did not know how to properly unload the cot from the ambulance in manual mode. The emt allegedly sustained a back injury as a result of this event.